Event description:
It was reported the gastrointestinal videoscope had an extremely blurry image. The issue occurred during preparation for use for a diagnostic upper gastrointestinal endoscopy. The procedure was cancelled. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed a blurry image which was likely caused by a broken image sensor unit. Olympus will continue to monitor the field performance of this device.